Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient developed a fluid-filled ¿cyst¿ right over the needle site sometime after her last refill on (B)(6) 2013. It was like a big pimple; it was mushy and the patient could move it around and it was sore. She wasn¿t sure if it was sore because she knew it was there or if it was because the rest of her body was sore because she over did it planting flowers. The patient had been given more boluses via her ptm (personal therapy manager) at the last visit which helped some. Her next refill appointment was in early (B)(6) and she was going to ask for an increase because she was getting to the point where she was starting to grit her teeth again. The patient stated that the pump had been a ¿joy¿ other than that she¿d lost quite a bit of weight since implant and it didn¿t want to stay where it was. Now she thought it ¿was pretty stuck where it should be; it felt pretty good¿. The patient was short-waisted so the pump had been moved from the abdominal area to her left upper butt right below her waistline. The ¿cyst¿ was right at the last stitch where the sutures were put in; it was a ¿goofy looking little thing¿ that stuck out and was definitely visible. The patient didn¿t think it was anything serious because the ptm said it was working. There were no errors or beeps so the patient didn¿t feel it was anything with the pump itself and she planned to call her physician¿s office in the morning. The patient stated the pump had been a blessing for her and had increased her quality of life. The pump was delivering fentanyl and bupivacaine. It was later reported that there was a broken anchor holding the pump resulting in a little cyst and pain. The patient was working with her physician to resolve. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the patient had an ¿apparent skin eruption¿; it did not affect the pump or the refill. Another refill was done on (B)(6) 2013 and was normal. The patient was doing well. The patient outcome was reported as ¿no injury¿.